Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that patient faced hyperglycemia event due to infusion set bent cannula on (B)(6) 2026. The site location was abdomen. The infusion set was in use for one day. The patient went to emergency room and got hospitalized on the same day. The blood glucose level was 586 mg/dl and the patient was treated with insulin shots. Patient experienced the symptoms of sick, unwell and headache at the time of the event. The duration of hospitalization was less than 24 hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 09-feb-2026 against "lot number 6014787 and similar malfunction codes: soft cannula bent/kinked/crimped after removal -blockage, soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula found kinked upon removal from infusion site. The review confirmed that lot 6014787 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 09-feb-2026 against "lot number" criteria equal 6014787 and similar malfunction codes soft cannula bent/kinked/crimped after removal -blockage. Soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula found kinked upon removal from infusion site, the count of complaint is 1. The complaint numbers are (B)(4). Device history record (DHR) review: the lot 6014787 was manufactured according to the work instruction (wi) version 82 and manufactured in the machine multivac 12 on 07-aug-2025, with a total of (B)(4) units. Assembly: the lot 5g06296 was assembled according to wi version 30 on-line inspection for assembly of quick set on 07-aug-2025, with a total of (B)(4) units. The DHR review indicated that during outgoing test 9, one sample was found to have crocked needle and one non-conformance (nc) with number 2351946. An extended sampling was conducted and accepted in accordance with established procedures. Therefore, the overall review of the DHR confirms that all required process-related tests were completed and met the applicable requirements. No deviations were identified, and no maintenance events were recorded in relation to the complaint code. Conclusion: DHR review identified minor findings. They were managed according to procedure and did not impact compliance; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: wi guidance for visual testing for complaints area version 3: all 3 samples tested passed visual inspection. Wi guidance for functional testing 1 air flow test for complaints area version 2: all 3 samples tested passed functional testing. Wi guidance for functional testing 2 air leak test for complaints area version 2: all 3 samples tested passed functional testing for the reported malfunction code soft cannula bent/kinked/crimped after removal -blockage. All test results were within specification as documented in the attached test report complaint (B)(4). Conclusion: testing did not confirm the reported issue; no nonconformance identified. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. One nc, no capas of the same or similar nature were found for lot 6014787 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, the customer confirmed that no samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.